Manufacturer narrative:
Unit alarmed radio frequency failed self-test during self-test due to faulty component at radio frequency board. No cosmetic damage noted. (B)(4).

Event description:
Customer's spouse reported via phone call that newly replaced insulin pump received twenty-eight radio frequency failed self-test alarm. It was reported that alarm was received each time customer checked meter which was not linking to insulin pump. Customer's blood glucose was unknown. During troubleshooting, it was found that time on insulin pump was an hour ahead, but bolus delivery showed the correct time. It was advised that insulin pump would need to be replaced.